Event description:
It was reported to philips there was a malfunction during the execution of the device's auto-test. There was no patient involvement.

Event description:
It was reported to philips there was a malfunction during the execution of the device's auto-test. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty therapy pca. One therapy pca was returned for failure analysis. The reported allegation about the "problem with the self-test" was not verified or duplicated during lab tests. The therapy pca passed all tests during opcheck and performed as expected. Therefore, there is no fault found with this therapy pca. The fse replaced the therapy pca. The device passed all performance assurance tests and was placed back into use with the customer.

Event description:
It was reported to philips there was a malfunction during the execution of the device's auto-test. There was no patient involvement.